Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter in the barrel of the syringe. This occurred on 100 occasions. The following information was provided by the initial reporter: black colored dust particles found inside the barrel of the syringe when being opened. Opened and unopened syringes have dust inside the barrel.

Manufacturer narrative:
H.6. Investigation: three photos and one sample was received by our quality team for evaluation. From the photos, foreign matter inside the packaging was observed. From the sample, the team observed jagged holes on the bottom web and particles inside the packaging. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.

Event description:
It was reported that syringe 1ml ls 26x1/2in india had foreign matter in the barrel of the syringe. This occurred on 100 occasions. The following information was provided by the initial reporter: black colored dust particles found inside the barrel of the syringe when being opened. Opened and unopened syringes have dust inside the barrel.